Event description:
Rn went to insert IV. When rn attempted to push the white safety button to retract the needle, the needle would not retract. No harm was done, but potential for needle stick injury.======================manufacturer response for shielded IV catheter, insyte autoguard (per site reporter)======================have submitted previous medsun report for an IV angiocath that has done this. Manufacturer sent shipping to mail back angiocath and stated they were going to investigate further.